Manufacturer narrative:
Investigation summary: the complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history was reviewed, and no nonconformities were found that would have led to the reported complaint.

Event description:
Event occurred regarding 15 cm (6¿) appx 0.58ml pressure infusion (400psig) ext set w/microclave clear, rotating luer where the customer reported the following issue: ¿we have received reports of leaks in the two-way valve of several devices¿. The event was observed during use on a patient. There was product leakage, therefore product loss, but no one was harmed. The therapy was completed with a delay of one hour. The drugs used: sodium chloride/ iodine flush during a CT scan. The leak come into contact with the healthcare professional, and a change of equipment was made. The customer didn¿t observe any physical defects in the device. This complaint is related to (B)(4).